Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 02-012-60-1425 - tru stem ext 14mm x 25mm, (B)(6), 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5, (B)(6), 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case: as reported via legal documentation, this patient had left knee replacement on (B)(6) 2018. They underwent left knee revision on (B)(6) 2023, approximately 4 years 2 months after their initial implantation. Postoperative diagnosis: failed left total knee polyethylene due to premature wear and poly recall, as well as osteolysis of the left femoral component. There were well-fixed tibial and patellar components. There was a loose femoral component that was loose from the cement mantle. There was moderate polyethylene wear visible and palpable within the tibial polyethylene. There was also found to be polyethylene debris encapsulated within the synovium. The cement mantle was found to remain on the femur and there was no cement adherent to the back side of the femoral component. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. No further information.